Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 306546 and lot number 2115827. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 bd posiflush¿ normal saline syringes experienced difficult plunger movement. The following information was provided by the initial reporter: I started the IV and was confident that I was successful but when I went to flush I was unable to push the plunger on the saline. The first time I thought maybe it was something funky with the vein because I was even getting a back flow of blood into the catheter but the plunger of the flush would not let me flush the catheter. I started a new IV and the same thing happened but with a new IV and a new flush/cap. I was unable to flush the catheter with the saline. She also said the flush was hard (on the 2 flushes I had tried before she got there). I was unable to move both plungers forward and backward.